Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider reported a left side of deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, crease smooth opening on anterior assessed, as fold flaw opening. Capsular contracture: unable to confirm, as it is a medical event. Not related to the device. Additional observations: crease fold observed. Wear abrasion observed. No further actions are required, as the device was implanted. The event of "capsular contracture" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare provider reported, a left side deflation. Healthcare professional later reported, capsular contracture, baker grade iii. Device has been explanted.